Manufacturer narrative:
Product event summary: the data files and mapping catheter were returned and analyzed. The data files showed four injections were performed with balloon catheter 2af283 with lot number 60166 without any system notice. Visual inspection of mapping catheter 990063-020 with lot number 215596010 showed kinks at the end of the tip and 2.8 inches from the tip. In conclusion, the reported kink issue on the mapping catheter was confirmed through product analysis. The mapping catheter 990063-020 with lot number 215596010 failed the returned product inspection due to the reported tip/loop kink issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the replacement of the consumables, the mapping catheter was kinked. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.